Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had a return of symptoms: urgency, frequency, nocturia after a fall on their backside few weeks ago. The device became ineffective. Battery life was checked, along with impedance check. Attempted changing programs, various amplitudes as well as changing pulse width and rate, and none of these interventions worked. The product replacement resolved the issue.